Manufacturer narrative:
Customer indicated that critical result ranges for neonatal were set at 37.0-91.0 mmhg. Customer indicated that they wanted po2 result 37.0mmhg and below to be flagged. Siemens fse(field service engineer) checked the instrument and confirmed that result was correct on the instrument so no change in the diagnosis was required. Siemens fse reviewed the patient ranges set up and found that the low limit for po2 was set to 37.0mmhg. Fse changed the low po2 critical value to 38.0 mmhg in order to flag this value(37.0mmhg). This event is occurred due to an operator error. Customer misunderstood the meaning of the range settings in patient sample range screen. Rather than interpreting the values as the low and high values beyond which values would be flagged the customer set it to the values where flagging should take place. By setting the low value for po2 in neonatal patients to 37.0 mmhg a value of 37.0mmhg from the instrument was not flagged which the customer thought should be flagged. Customer was satisfied after an explanation of how the critical ranges worked and setting this value to 38.0mmhg the value(37.0mmhg) was correctly flagged.

Event description:
Customer reported that data management system (rapidcomm) did not flag critical result for po2 (37.0mmhg) when they run a neonatal patient sample run at 10:49pm on (B)(6) 2014. There was no report of medical issues arising from this notification issue.